Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile saline breast prosthesis, cat. #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the left device deflated after implantation. The patient noticed a change in symmetry and left breast size reduction. Deflation was diagnosed by palpation. In addition, patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 04/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/31/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/21/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed creases on the posterior view extending to the anterior. A rent measuring approximately 0.3 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).